Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown-unknown liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00804. Reported event was confirmed by review of radiographs by a health care professional. Part and lot identification are necessary for review of device history records, neither were provided. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was reported patient has been indicated for revision due to instability and poly wear. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.